Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: date of explant: unknown. Pending further information.

Event description:
It was reported by the healthcare professional to the company sales representative "on (B)(6) 2018, after the puncture is completed, the trocar was broken and the broken pieces fell into the patient's chest. The mirror rotation lead to the broke off 1/3 of the lower end of the trocar in patient's body. It had a major impact of the patient and the operation, the surgeon looked for the pieces for about 1 hour.

Manufacturer narrative:
Investigation: (received 10/16/2018) several tests and investigations have been performed. Batch history review: the device quality and manufacturing history records have been checked for the available lot numbers, and found to be according to according to our specification valid at the time of production. No similar incidents have been filed with products from this batch. Conclusion and root cause: based on the information available, it is not possible to determine a root cause of the failure, we assume a manufacturing, design, or a combination of multiple factors. Corrective action: a CAPA has been initiated. Additional information received on 8/2/2018: clarification to event details: "it took almost 1.5 hours for or team to find all the fragments. No x-rays were taken. No complications have been reported on the patient, and we think it is clear."